Manufacturer narrative:
The device referenced in this report was discarded by the user facility and will not be returned to olympus for eval. If add'l info is received at a later time this report will be supplemented.

Event description:
The user facility reported that during a small bowel enteroscopy, the tip of the probe broke off outside of the pt when being withdrawn from the scope. Another probe was used and "pam" spray was used to remove the probe out of the distal end, the injection needle would not come out of the distal end. After repositioning the distal end of the scope the needle still would not come out. The physician was not able to tattoo the small bowel as needed and therefore the procedure could not be completed. No pt injury was reported.